Event description:
It was reported that the patient is requesting a replacement of an ambicor penile prosthesis (app) device due to the device no longer emptying the cylinders and sagging at rest. The device was implanted more than 10 years ago. A patient status of stable was reported.